Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error message displayed during aspiration. A spiroflex angiojet thrombectomy set was selected for a thrombectomy procedure in the lung. Four or five runs were successfully completed using this device; however, on the next run the "check saline supply" and "hit the reset button" error messages displayed. The catheter was removed form the patient. The catheter was tested outside the body and functioned properly for two attempts. On the third attempt to test it, an error message came up displaying "replace thrombectomy catheter persistent error". The catheter was able to work sufficiently and no further intervention was needed. There were no patient complications and the patient was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a spiroflex thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Blood was present inside the device. There were numerous kinks throughout the device. Inspection of the device presented no other damage or other irregularities. Functional testing was performed by placing the device in the angiojet console. Functional testing showed a leak at the male connector with female luer during the prime cycle and the device would not prime and the ¿check saline supply¿ error was displayed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or irregularities were identified. The investigation conclusion is design specification as the device problem was traced back to the design specifications. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. A spiroflex® angiojet® thrombectomy set was selected for a thrombectomy procedure in the lung. Four or five runs were successfully completed using this device; however, on the next run the "check saline supply" and "hit the reset button" error messages displayed. The catheter was removed form the patient. The catheter was tested outside the body and functioned properly for two attempts. On the third attempt to test it, an error message came up displaying "replace thrombectomy catheter persistent error". The catheter was able to work sufficiently and no further intervention was needed. There were no patient complications and the patient was fine.